Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted three months later, due to inadequate vaulting. An anterior opacity was observed. The lens was exchanged for a longer lens. The patient is in good condition and no problem.